Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis type of procedure: lumbar interbody fusion, percutaneous screw fixation level operated: l4-l5 it was reported that intra-op, lateral tab extender on the right of l5 came off from the tab of the v4 screw while performing fixation at l4-5. No fragment of the instrument remained inside the patient. No patient complications were reported intra-operatively. No problem with mep was observed during and after the operation.